Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead dislodged and was sensing and pacing in the right ventricular. It was additionally noted that the left ventricular (lv) lead exhibited high thresholds and was suspected to have dislodged. Lead revisions were planned for later that day and the leads remain in use. No patient complications have been reported as a result of this event.